Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly on multiple occasions. Reportedly, the pump shut off at 30-40% battery life. The pump was connected to a power source and was able to be turned on. The customer's blood glucose (bg) level was 290-300 (mg/dl) with moderate ketones. Reportedly, the customer administered manual injections to address bg level. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3007981285-2017-20069); however, a different issue was identified.